Manufacturer narrative:
Supporting medical report provided on 25.04.2022 suggests a possible acoustic trauma due to the patient having a narrow dynamic range and receiving too much sound output. The hearing aids could not be obtained for further analysis as the device is scrapped. The company is in the process of obtaining additional information on the case.

Event description:
On 19.05.2022 patient has been fitted with naida p90-up hearing aids on the 19.04.2022. Later in the evening the patient reported sudden loss of hearing and a constant ringing in the ears after making a phone call. Hearing aid provider has seen the patient on 20.04.2022 and referred to ent with a report of tinnitus and vertigo. On 21.04.2022 after an ent visit the patient has informed the provider that he was diagnosed with acoustic trauma. Supporting medical report provided. On 25.04.2022 suggests a possible acoustic trauma due to the patient having a narrow dynamic range and receiving too much sound output. Patient has been prescribed steroids and returned to using the hearing aids he had before the fitting of new naida p90-up.

Manufacturer narrative:
22.06.2022 three attempts have been made to obtain further information from the customer. Production records of the device do not show any deviations in production process and quality tests. No further information could be obtained. This is the final report. 22.06.2022 the hearing aids could not be obtained for further analysis. No corrective / preventive actions have been initiated. The risk file of the device includes risks related to the hazard of loud sound for the residual hearing of the patient. Similar events will be monitored for trends.